Event description:
It was reported that the patient presented to his physician with his inflatable penile prosthesis (ipp) device not working properly. Following inspection, the physician identified a hole in the left cylinder. Two weeks later the patient underwent a revision surgery at which time the left cylinder and pump were explanted, and a new left cylinder and pump were implanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) pump and one cylinder at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinder identified buckling folds at the proximal end and middle of the cylinder. The cylinder also had wear at a fold in the proximal end and middle of the cylinder. A hole at the proximal end of the cylinder was also found. The hole was due to sharp instrument damage. The cylinder was functionally tested and found to have a fluid leak from the hole in the proximal end of the cylinder. Visual examination of the pump identified the pump bulb had wear from the kink resistant tubing. The pump was functionally tested and no leaks were found. Based on the information available and analysis results, the hole identified in the cylinder caused or contributed to the reported clinical observation of the device not working properly.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to his physician with his inflatable penile prosthesis (ipp) device not working properly. Following inspection, the physician identified a hole in the left cylinder. Two weeks later the patient underwent a revision surgery at which time the left cylinder and pump were explanted, and a new left cylinder and pump were implanted. There were no patient complications.